Event description:
During a gasterctomy procedure, the device locked out at 5 minutes after started using. Another device was used to complete the case. There were no adverse consequences to the patient.